Manufacturer narrative:
The device return is anticipated, however; at the time of the report the devices have not been received by verathon. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during a patient procedure, using a glidescope go monitor, the go monitor went dark even though the spectrum blade was connected correctly and the battery was fully charged. The customer's biomed made several attempts with different spectrum blades, utilized with the reported go monitor, on other go monitors without being able to duplicate the reported event. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The glidescope go monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned go monitor and was unable to confirm the "no image" failure. The technical service representative reported that the video image was normal with the test equipment. The camera image quality test was performed and passed. The glidescope go monitor was returned to the customer. No further investigation is required at this time. Verathon will continue to monitor for trends.